Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed forty-seven other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection between the extension tubing luer fitting and connector leaked liquid. It was reported this occurred with two devices. This report addresses the first device.